Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 30.9 mmol/l. Customer was treated with insulin pump and manual injection. Customer had blood glucose level of 17.5 mmol/l. Customer was using auto mode. Customer stated that there was no leak and air bubbles. Customer did not allege insulin pump for under delivering. Customer did high pressure test and it was passed. Customer stated that the insulin pump had multiple insulin pump error alarm. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.